Manufacturer narrative:
The lot was manufactured 11, 2018 ¿ january 12, 2018. The device was returned for evaluation containing approximately 183 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with fluorouracil and 5% dextrose solution to a total fill volume of 230ml. The expected therapy time was 48 hours; however, the reporter stated that the device had not completed infusion within the 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.